Event description:
Boston scientific received information that during the device replacement procedure; this right ventricular lead's electrode became separated from the lead and the conductor coil was stretched. A new ventricular lead was implanted and the existing lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. As the damaged lead was not returned to boston scientific; the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.